Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Customer reported retracting the inpen screw is difficult. Inpen replacement needed. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
System is not accepting 3194 (adhesive) as component code. Type of investigation: 10. Investigation findings: 3194. Investigation conclusions: 140. Hence, mentioning the above codes here. Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen passed front cap investigation. In conclusion: broken bayonet bond can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.